Event description:
It was reported the patient's left knee was converted from a pka to a tka due to pain and collapse/loosening of the tibial component.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.